Event description:
A follow up letter was sent to the customer regarding the previous call in which he indicated having unexplained high blood glucose of 469mg/dl, and found that the paramedics were called and they got the insulin pump to work. Troubleshooting was performed at that time and was determined that the insulin pump was functioning properly. However, the customer called back and stated that she changed the site and noticed that the cannula was bent. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.